Event description:
When they were going to deploy the stent, the sheath broke at the handle. Unable to deploy and had to remove device from the patient. Customer placed another device in the patient to complete the procedure.

Manufacturer narrative:
It was reported that introducer where the blue and white handle meets the clear catheter was crimping and they were unable to deploy the stents. As a result of analysis of returned device, the outer sheath was detached and stent loaded. There is curve on the stent loaded part, and deployment was tried without pressure, and very strong resistance occurred, but it was gradually deployed, resulting in deployment success. In the inner sheath, curve was observed, but notable kinked marks were not. It was confirmed from the device history record that device had been manufactured with no significant issue and passed all the inspections successfully. Resistance can be felt due to pressure generated by patient's lesion during deployment. Outer sheath can be stretched and detached so it can cause deployment failure if deployment was tried by force in this situation. However, it is hard to identify the exact root cause since it is hard to reconstruct the situation at the time of procedure. Based on the deployment success under the no pressure even though the strong resistance has occurred, detached outer sheath and curve on the stent loaded part, it is considered that delivery system was pressured due to patient's lesion during the procedure and deployment was tried in that situation. It was hard to deploy due to pressure/curved sheath, in which concentrated the force causing strong resistance and the outer sheath was detached in the end, resulting in deployment failure. This complaint is assumed that it was malfunction due to pressed by patient's lesion, there will be continued to monitor the same or similar customer complaints.

Manufacturer narrative:
It was reported that when they were going to deploy the stent, the sheath broke at the handle. It was confirmed from the device history record that device had been manufactured with no significant issue and passed all the inspections successfully. However, it is hard to exactly analysis because the device was not returned yet. Investigation will be conducted once device is returned, and we will send follow-up report accordingly.

Event description:
When they were going to deploy the stent, the sheath broke at the handle. Unable to deploy, and had to remove device from the patient. Customer placed another device in the patient to complete the procedure.